Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported blank screen during evaluation. Visual inspection determine the cause to be a damaged liquid crystal display (lcd) screen which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.